Event description:
It was reported that the patient presented to the emergency apartment after falling down and experiencing weakness. Review of the patient's log files showed five low flow alarms which occurred on (B)(6) 2022. The patient did not recall the low flow alarms as they had been asleep at the time they occurred. A cause of the low flows was not able to be identified. The cause of the weakness the patient experienced was thought to be due to bacteremia. The source of the bacteremia may have been the patient's gallbladder, but the exact source was unknown. Blood cultures were taken which came back positive for enterococcus. The patient was treated with ampicillin inpatient and amoxicillin outpatient.

Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed low flow alarms; however, a specific cause for these findings could not be conclusively determined. The submitted log file contained data from 21nov2022 through 29dec2022. Low flow alarms were captured on (B)(6) 2022, when the estimated flow decreased below the low flow threshold of 2.5 liters per minute (lpm). No other notable events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist device (lvas) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbook are currently available. Section 1, entitled ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 of the IFU, "patient care and management" (under "pump performance monitoring"), states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. This section, under "postoperative patient care", also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 6 of the IFU lists infection as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook outline care instructions in reference to preventing infection, including exit site treatment, as well as the suggested responses in the event of an infection. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.